Event description:
Information received notes that during a routine follow-up, measured data could not be displayed. A back-up message was later displayed. The magnet rate was at 85 ppm, indicating eri. Several attempts to perform software downloads were not successful. After the reset button was pressed, another download attempt was made. The pacing rate dropped to 30 ppm. After a while, the patient's own rate increased to the high 30's. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received